Manufacturer narrative:
(B)(4). One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the knife blade exposed when the jaws were open. The customer reported the knife blade did not retract. The reported condition was confirmed. The investigation found the tactile feel of the knife trigger felt normal however pulling and releasing the trigger did not affect the position of the blade. The device was disassembled and evaluated by the product engineer. The mechanical assembly in the body of the device was found to be normal. The spindle pin, knife trigger, and latch assembly was found to have been properly installed. The exposed blade was found to be from a broken knife in the tube. The rfid logs taken from the device indicate the product had been used 20 times between october of 2015 and december of 2016. The investigation identified the root cause of the reported event to be rough handling by the user causing the knife to break. The IFU states, this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that an lf1637 was being used in laparoscopic lar procedure when the blade of the instrument became stuck. The knife blade jammed and would not retract. A forcetriad generator was used with the device and after the ligasure jammed the surgeon completed the case with a monopolar and bipolar instrument. The issue delayed the surgery by over 30 minutes but there was no patient injury. The device was returned for investigation with the knife blade exposed.